Manufacturer narrative:
The actual complaint product was not returned and was discarded by the complainant. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Root cause could not be determined. All information reasonably known as of 26-dec-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical received a single report that referenced three different incidents, which were associated with separate units, involving an unknown number of patients. This is the second of three reports. Refer to 8030647-2018-00668 for the first event. Refer to 8030647-2018-00670 for the third event. It was reported that the connection between the suction catheter and flex connector was loose and disconnected during the suction process. The suction catheter was immediately replaced for a new one with no patient injury.